Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was 16,453 v-sics since last session 38 days ago. There were 36 episodes with v-v intervals less than 220 ms between (B)(6) 2016. Apparent non-physiological noise oversensing was seen on electrograms for episodes. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. A lead failure predictor triggered on (B)(6) 2016 for v-sic >/= 30 in 3 days and 2 or more high rate non-sustained episodes less than 220ms. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the right ventricular (rv) lead had some non-sustained tachycardia episodes and a lead integrity alert (lia). It was suspected that the lead was fractured or it may be due to a bad placed rv lead as it was very stretched. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.